Event description:
Consumer called to report going unconscience at the airport and paramedics were called to assist. Thinks her meter is running high and she is adjusting insulin incorrectly.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.